Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-04. H6: investigation summary: our quality engineer inspected the samples submitted for evaluation. Bd received one hundred and four unopened units. Per bd policy, forty-five units were selected at random for testing. The units were tested for leakage beyond the septum but no leakage was observed. Bd was unable to confirm the reported defect. If the septum is engaged when the connection is made (or before) blood will flow through the opened septum, as noted in the IFU. The IFU also states that the blood control feature is not intended for long term use and a secure connection should be made within 10 seconds. A device history record review showed no non-conformances associated with this issue during the production of this batch h3 other text : see h10.

Event description:
It was reported that 10 bd insyte¿ autoguard¿ bc shielded IV catheters experienced a blood control feature that would not work. The following information was provided by the initial reporter: blood control valve not working. When you remove the needle from the catheter it is not blood controlled, blood pours out. Several experienced operators reported the same problem. Not occurring with all cannulaa from this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 bd insyte¿ autoguard¿ bc shielded IV catheters experienced a blood control feature that would not work. The following information was provided by the initial reporter: blood control valve not working. When you remove the needle from the catheter it is not blood controlled, blood pours out. Several experienced operators reported the same problem. Not occurring with all cannulaa from this batch.